Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown; manufacture date - unknown; this report is based on allegations set forth in patients notice and the allegations there in are unverified.

Event description:
It was reported by the patient's legal representative that the patient underwent two hip replacements, left hip on (B)(6) 2006 and right hip on (B)(6) 2008. Subsequently, a revision procedure was performed on the patient's right hip on (B)(6) 2014 due to metallosis. Also patient's left hip is going to be revised. This report is based on allegations set forth in patients notice and the allegations there in are unverified.